Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 6947m55, implantable tachy lead, (B)(6) 2013; 5076, implantable pacing lead, (B)(6) 2013; 4296, implantable pacing lead, (B)(6) 2013. (B)(4).

Event description:
It was reported that two days post implant, the right ventricular (rv) lead had high impedance. A procedure was performed to revise the pocket and tighten the rv set screw. Both the device and lead remain in use. The patient is a participant in the product surveillance registry. No patient complications have been reported as a result of this event.